Manufacturer narrative:
The investigation result of stent broken. A visual analysis of the returned percuflex¿ urinary diversion stent set found that stent was separated into three different sections. Specifically, it was broken along the working length close to the distal section, and the pigtail was also found detached. The evaluation revealed that the stent was broken. It is possible that when the package is still closed the defects noted may appear due to some aspect of shipping/handling/ storage of the device. However, the failure reported was found during preparation/ outside the patient. The defects encountered could have been caused due to the force applied when the catheter was being manipulated, possibly when trying to advance the stent over the wire. The defect found is consistent with one caused wire being pushed through the stent with excess force which may cause damage, deformities or device break. Additionally, during manufacturing process the units are inspected in order to avoid or to detect defects. Therefore, the most probable root cause assigned to the complaint is ¿handling damage.¿ the device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex¿ urinary diversion stent set was used during a procedure performed on (B)(6) 2016. According to the complainant, the stent's pigtail detached as the surgeon went to thread it over the guide wire. The procedure was completed with another percuflex¿ urinary diversion stent set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; stent broken.